Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The investigation is based solely on the information provided by the customer and service business center (sbc). According to the customer, there is no image, un-restorable image. The device history review showed a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The root cause was not identified. Probable causes include: poor contact between the video connector and the system. Or, since the actual video connector has never been replaced or repaired since it was delivered, the internal board of the video connector may be deteriorated or damaged.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and observed there was no image is present. There was a crack on the light guide cover glass and a deep scratch on the contact pins. The device was serviced and returned to the user facility.

Event description:
The user facility reported that there was no image, no picture at all with the device. There was no patient involvement. No additional information was provided.